Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the patient claimed that the battery cover on the subject meter was cracked/damaged. The alleged casing issue could not be resolved with troubleshooting and replacement product was sent to the patient. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has not requested the return of the subject product(s) for evaluation.